Event description:
It has been discovered that the ppc versions present at cooper university hospital are of the older model (i.e. Not bugfixed iteration 7 software).

Manufacturer narrative:
During a check of installation records, it was noticed that the hospital had version 1.77.4 of the mcu software installed, but the software should have been version 1.77.5. The correct software version was installed on november 8, 2007, the customer did not experience any issues while using the older software version. A mandatory field change order was issued to correct this. Correction report was filed on november 16, 2007 in connection with this mandatory field change order.